Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4) (smelling a funny odor).

Event description:
The patient's daughter reported that her mother's pump "was not delivering drug, as it should be and that her mother had experienced severe withdrawal symptoms - burning sensation on skin and tongue and smelling funny odor". The patient was hospitalized and it took one week for the hospital to diagnose that the pump wasn't working properly. The type of medication, concentration, and daily dose being administered via the pump were not reported: device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.

Event description:
It was reported that the patient's previous pump had to be replaced a couple of years after implant due to a botched back surgery. The back surgeon "interfered with the lead on it". The device system was used to deliver morphine.